Manufacturer narrative:
The insulin pump was received with a blank display due to corrosion on the battery tube and vibrator wiring harness. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. The insulin pump was also received with case cracked behind the insulin pump near the battery compartment, case cracked behind the insulin pump at the corner of the belt clip rails and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received battery alarm going off and insulin pump got shut off. Customer¿s blood glucose level was 140 mg/dl. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.